Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap is cracked. Customer does not know how the damage occurred. Customer was advised the pump will need to be replaced. The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer stated that it is currently show 4 bars or full. Customer stated that he is at work and will call back to continue troubleshooting.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected off no power or low battery alarms noted. The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, and a cracked reservoir tube lip.